Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: medical device problem code: 2993 adverse event without identified device or use problem. H6 codes: medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on 03/16/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction with inflammation and swelling spread over the entire body, which occurred an unspecified day after the sensor had been inserted in the abdomen. The patient consulted a dermatologist, but the doctor has not evaluated the skin reaction at the time of the report. There was no documentation about the treatment provided to the patient. It was reported that the patient has been on hormone therapy for breast cancer, which might have caused the skin reaction according to the doctor. No additional event or patient information is available.